Event description:
The MFR has changed/improved the criteria for making MDR decisions and a retrospective review of complaint files found the following event: a surgeon reported that he received an electric shock when he touched the footswitch used with the xps model 3000 system. The product was returned for eval, however, the reported event could not be duplicated; the device functioned as intended. Although the event could not be duplicated, a product problem MDR will be submitted.

Manufacturer narrative:
An event date was not identified by the customer. The xps 3000 system is indicated for use in orthopedic surgical procedures where the cutting and removal of soft and hard tissue or bone is required. These include spinal and small and large joint arthroscopic procedures. Upon return of the device, both visual and functional testing could not duplicate the reported device malfunction. However, there are non-device related issues that may have contributed to the reported event including (but not limited to): use of unapproved components, main ground failure, electrical grounding within the handpiece or console, etc.